Manufacturer narrative:
Follow-up # 2 ¿ (10/15/2013) the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 (07/23/2013)-product evaluation: the associated test strips were returned on (B)(4) 2013 and analysis completed on (B)(4) 2013 by lifescan product analysis with the following findings: the reported complaint could not be confirmed. The test strips met specifications for testing. No issues were identified during investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
The user reported an inaccuracy with the lifescan meter when compared to another meter. This complaint is being ruled-out because lifescan cannot confirm an inaccuracy. There can be no presumption as to which meter¿s reading is erroneous as the comparison is made to a non-calibrated reference method. There was no injury or medical attention sought due to the issue. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.